Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. Battery analysis found no evidence of internal shorting or battery defects. Hybrid analysis found no evidence of high current drain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) reached elective replacement indicator (eri) prior to the implant procedure and a power on reset (por) occurred. The device was not used and there was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Battery analysis found no evidence of internal shorting or battery defects. Hybrid analysis found no evidence of high current drain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.